Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature and subsequent follow up information obtained. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "crt pacing: midterm follow-up in lv only pacing without rv lead in patients with normal av conduction." Journal or clinical medicine. 2018. 7, 531; doi:10.3390/jcm7120531. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a right atrial (ra) lead, left ventricular (lv) lead pacing system. During follow up, 36% of the patients in the study needed reprogramming due to loss of lv capture during an exercise test. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.